Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: black box and history download review showed no activity outside of normal use. The total daily doses added up correctly and reflected the programmed basal target. The pump powers ¿on¿ and displays the ¿verify¿ screen. The unit passed ¿ez-prime¿ steps and it was exercised for 24 hours. No alarms occurred during the investigation. Multiple boluses were performed during the test using the ¿advanced bolus¿ feature. All boluses were completed and accurately recorded in the bolus history at the correct time and in the correct order. The keypad was undamaged and was fully responsive to input. Investigation did not duplicate the complaint. The pump performed as intended.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was not recording all the boluses performed in the bolus history. The bolus amounts reportedly add up correctly; however, the dinner bolus from the prior night was not in the pump¿s bolus history. The distributor also alleged that the pump attempts to deliver a bolus of 0.0 units. The distributor stated that this occurs even when the keypad is locked and there was no possible way for the user to press the buttons by mistake. The bolus history reportedly showed 0.1 units of insulin bolused without user input. The distributor reported that this issue first occurred approximately 20 days before the report date. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged pump issues remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.